Event description:
New information notes the device continued to exhibit noise and was reprogrammed. No adverse consequences occurred to the patient.

Event description:
It was reported that noise was noted on both channels causing pacing inhibition. The pulse generator remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.